Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that multiple patients were not crossing over to multiple stations. A technical support specialist dialed into the station, found the covered under enterprise service had stopped, and noticed the application encountered an error due to a fault in the module. The exception code that indicated a corruption issue, was resolved by reinstalling execution file to ensure all files were correctly installed. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had multiple patients not crossing over to multiple stations. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.